Manufacturer narrative:
Literature reference: doi:10.1136/bmjopen-2017-017460. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This study analysed (B)(6) statutory health insurance claims data to assess the clinical routine of coronary revascularization with percutaneous coronary intervention in (B)(6). One of the hypothesis tested was that drug eluting stents (des) are effective and safe in regard to repeat revascularization and major adverse cerebrovascular and cardiovascular events (macce), within 1 year after the initial pci. Coronary artery bypass grafting (CABG) surgery and coronary angiographies for different time frames within the 1 year follow-up period were also assessed. Zotarolimus eluting stents were one group of devices used to treat patients in the study. Macce included patient death, acute myocardial infarction, stroke, transient ischaemic attack and also the occurrence of CABG surgery, pci and coronary angiography within one year after index hospitalization.